Manufacturer narrative:
(B)(4), this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During a normal follow-up, the device was found in standby mode. Device was successfully re-initialized.